Event description:
Boston scientific crm received information that during the left ventricular lead implant this patient's stats dropped and the patient was sent to the emergency room (ER) with a suspected perforation of some sort. The perforation was found to be in the junction of the superior vena cava and the subclavian vein. The patient is recovering well and the lead remains implanted. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.